Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to inadequate stimulation. No device malfunction was suspected. No further information could be obtained.additional information was received that the patient was doing well postoperatively. All explanted device components were not returned as they were kept by the facility.

Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to inadequate stimulation. No device malfunction was suspected. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI): (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device component involved in the event:model number/catalog number: sc-8336-70.serial number:(B)(6)batch/lot number:(B)(6)model/catalog description:coveredge 32 surgical lead kit 70 cm.unique identifier (UDI):(B)(4)